Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead could not be fixed in the atrium during the implant procedure. Lead was not used and was replaced. Patient¿s condition was stable.